Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted (e1031819) for review that showed events spanning approximately 4 days (30dec2024 - 03jan2025 per timestamp). Loss of external power events associated with no external power, power cable disconnect and low voltage hazard alarms were active throughout the log file which appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported pump function during these events. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking what the serial number of the mpu is, what the cause of the loss of power event was, if any product was exchanged, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed due to no serial number being provided. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review and captured several low voltage events between 31dec2024 and 03jan2025. The low voltage events on 31dec2024 and on 03jan2025 at 1:29:36 were due to normal battery depletion. The low voltage events on 03jan2025 at 9:08:53 were due to an interruption of power to the mobile power unit (mpu). There were no other unusual events captured in the log files.

Manufacturer narrative:
D4: the device serial and lot numbers were not provided, and the manufacture and expiration dates (h4) could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.